Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Part not received

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon felt accurate on the patient¿s right side which was closest to the surgeon, but the surgeon stated he was six to ten millimeters off on the left side which was closest to the emitter. When the surgeon was in the sinuses on the left, the instrument showed on the surface of the skin. When he brought the instrument out of the sinuses and rested it on the skin, it was floating about six millimeters above the skin on the system. The surgeon chose to not use navigation on the patient¿s left side but continued to use navigation on the patient¿s right side. There was no reported surgical delay or patient impact.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the site has not encountered recurrences of the reported issue. Analysis found that the software functioned as designed.